Manufacturer narrative:
Continuation of d10: product ID 978b128, lot# va28wmb, implanted: (B)(6) 2020, product type lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They clarified the report of "hopefully this time they find the nerve" was that the wire to the nerve evidently disconnected immediately after surgery. The previous test was great - first surgery didn't take - second surgery around (B)(6) 2021 seems to work pretty good. Out of a scale from 1-10, the patient gives a 9 (still leak) but is ok. The patient don't know but had constant help after each procedure by their 3 daughters. They didn't let the patient do anything after the procedure. Their opinion was they didn't get it connected to the nerve secure enough.

Event description:
Additional information was received from the patient who was implanted with an implantable neurostimulator for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. In response to the inquiry for clarification on the statement that the device would be ¿redone next year,¿ and if there was a revision or replacement planned/scheduled, the patient replied ¿yes,¿ that in (B)(6) 2021 the surgery would be redone to get a ¿correct connection¿ /they were going to ¿redo surgery connection.¿ the patient said that hopefully this time they would find the nerve. No further complications were reported at this time.

Manufacturer narrative:
Continuation of d10: product ID 978b128 lot# va28wmb serial# implanted: (B)(6) 2020 explanted: product type lead medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient was unable to connect to the stimulator. It was noted that they were just implanted that day, and were seeing 'device is not responding.' Troubleshooting included repositioning the communicator multiple times, but they were still unable to connect. It was reviewed that post-surgical swelling could be interfering, so they should let the patient recover before trying again. No patient symptoms were reported. Additional information was received from the patient. They reported that the cause of the inability to connect to the implant was unknown. They said the steps to resolve the issue would be to redo it next year, it had not yet been resolved.